Event description:
It was reported that the patient was having difficulty charging the ipg, as it was sticking out. Additional information was received that it was unknown if there was a skin breakage. Also, patients charging issue was already resolved.

Event description:
It was reported that the patient was having difficulty charging the ipg, as it was sticking out.

Manufacturer narrative:
Block b3: exact date unknown, event a few days ago from date manufacturer was made aware.